Manufacturer narrative:
Visual evaluation revealed the drill tip fractured off. The device has marring along its shaft. The drill most likely fractured by ductile tensile overload due to a torsional load applied to the drill. An overload fracture can occur if the mechanical loads applied to the drill exceed the strength of the material. Evaluation could not determine a specific cause of the stated failure. There was no evidence that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. A review of manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident.

Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the drill bit broken when it hit the nail, which was already inside the femur.

Manufacturer narrative:
Correction - updated adverse event aware date to (B)(6) 2016.